Event description:
About 4 or 5 days after the catheter was installed in a cancer patient, intestinal necrosis occurred (spots of necrosis) and patient died. Blockage of the catheter has been an issue with case, even though maintenance was performed according to recommendations. Laparoscopic guidance helped for good tunneling degree, but still the case was problematic. Patient died.

Manufacturer narrative:
Event evaluation: this event is still under investigation.